Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a supply bag lines are blocked message during dwell 2 of 4. This alarm occurred multiple times. Additionally, a fluid leak was found, however, it is unknown where the fluid leaked from. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided. The cycler is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a supply bag lines are blocked message during dwell 2 of 4. This alarm occurred multiple times. Additionally, a fluid leak was found, however, it is unknown where the fluid leaked from. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided. The cycler is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a2, a3, and a4 were inadvertently omitted.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a supply bag lines are blocked message during dwell 2 of 4. This alarm occurred multiple times. Additionally, a fluid leak was found, however, it is unknown where the fluid leaked from. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided. The cycler is not available for return to the manufacturer for physical evaluation.